Event description:
The facility representative reported a flo-gard infusion pump where reportedly "after you open the loading door, the safety clamp isn't holding". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump in which "after you open the loading door, the safety clamp isn't holding" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective safety slide clamp assembly from fluid intrusion. The device was returned unrepaired. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Was no information regarding patient involvement. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected data: the device was not returned unrepaired to the customer, as was previously stated in follow-up medwatch 001. This device is a baxter stay-in device and will remain in baxter's inventory.